Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 3(sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return.). Attempted communication between returned sensor and known good reader, reader successfully communicated with the returned sensor, no scan timeout error message observed. Re-programmed the sensor to state 1 and activated the sensor successfully with known good reader, no scan time out error message observed once again. The sensor plug was observed to be seated properly. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia symptoms and was unable to self-treat, requiring treatment of a 50m/l glucose shot administered by a non-healthcare professional. A reading of 3.1mmol/l was also taken on an unspecified device. There was no report of death or permanent impairment associated with this event.